Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery service alarm code.

Manufacturer narrative:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery service alarm code. This report represents all the info known by the reporter upon query by hospira personnel.